Manufacturer narrative:
Date received by mfg not reported on the initial MDR: 12aug2020. A getinge service territory manager (stm) was able to resolve the reported issue over the phone by assisting the customer in resetting the battery maintenance timer. No repairs were performed for the iabp unit involved. The iabp unit was cleared and returned to use.

Event description:
N/a.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) generated a battery fault error message. It was later clarified that the iabp unit had generated a "battery maintenance may be required" message. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).